Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "select" button on the external pulse generator was unable to be used. It was further reported that despite multiple reboots the button was still unable to be used. The generator has not been returned to service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis did not confirm the customer comment that the "select" button did not work but it was noted that the upper case had a broken boss and was dented, the lower case was broken and dented, the side bail covers and the battery drawer were broken and the ring cover, ring and one case screw were missing and the battery contacts were compressed. Due to its length of service the generator was to be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service as part of the trade-in/rebate program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.